Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter sometime in 2015 by an unidentified doctor at an unidentified facility in (B)(6). The complaint alleges that there is tilt and perforation. The complaint specifically alleges ¿2 ventral struts extending 4 & 5 mm and abutting the duodenum, abdominal pain, tachycardia.¿ argon¿s attorneys are attempting to gather additional information.